Event description:
A customer reported that the bottom of their pump screen was discolored and slow to respond or unresponsive when attempting to unlock it. There was no adverse impact on the customer's blood glucose level. The customer declined a follow-up with technical support, and no further information about the incident was obtained.